Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that device had performance issues as the patient felt the pump was malfunctioning. Patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp). At time of surgery, the pump inflated and deflated with no issues. The device was explanted and replaced. There were no adverse patient effects.